Event description:
An (B)(6) female patient contacted zoll customer support to report that her monitor makes a high pitched sound and will not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. The cause of the monitor not powering up has been isolated to an intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.